Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because theissue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: on investigation, the up arrow and ok buttons were confirmed to be under-responsive. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed moisture corrosion on the up arrow and ok button contacts. There was no moisture found inside pump or in the battery compartment. Investigation confirmed the complaint. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.